Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty procedure that the trials fractured while being inserted in the knee. The surgeon removed pieces from the surgical site and different trials were used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the complaint samples were evaluated and the reported event was confirmed through physical evaluation. The returned provisionals exhibited signs of repeated use (nicked or gouged) while the anterior section of the post of lot 63743436 had been fractured off and lot 63722741 was confirmed to be fractured. Both devices exhibited failure modes consistent with either bending overload or low cycle fatigue culminating in bending overload. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. A root cause could not be determined with the information available as the frequency and condition of use are unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.